Event description:
A malfunction alarm was reported with a malfunction code 16. The customer's blood glucose level was within a normal range and did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred.